Manufacturer narrative:
A device history record review reveled no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. One used sample was returned for evaluation. A visual and functional inspection was carried out according to product specifications; the bottom of the bag was leaking. The reported condition has been confirmed. During the analysis of the reported condition, the probable root cause was attributed to the manufacturing equipment used in the production of this device. In order to mitigate the reoccurrence of the reported condition, the manufacturing equipment was serviced and worn parts were replaced.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the feed set showed a leakage at the intersection of the water bag.